Event description:
Information was received from a consumer regarding a patient who was receiving morphine [unknown concentration] at a dose of 8 mg/day and bupivacaine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on 2017-jul-10 that starting on wednesday (B)(6) 2017 the patient was not feeling like their self, was sluggish, and had a low-grade temperature. The patient took an alka-seltzer plus but that didn't work and the patient ended up in the hospital and was admitted. It was noted that about a week before the report at the end of (B)(6) 2017 the patient got a pump refill with different medication put in and did not have any pain at that time during the pump refill or before in the past leading up until now. It was also noted that the refill was the only procedure that could have been a contributor to the possible infection. On friday (B)(6) 2017 the pain pump site was "really severely red" and hurt and had a burning sensation. The patient didn't have any drainage and no openings, and no falls or trauma either. It was stated that the healthcare professional (hcp) thought it was due to an infection from the refill, per the consumer. The area of the infection was the pocket and infection symptoms experienced included fever, redness, and pain. This was considered a sudden change in therapy/symptoms. It was reported that an infection was not confirmed and that there was nothing to culture, and stated that the hcp at the hospital said it was "definitely infected" and was treating the patient with intravenous (IV) antibiotics. The patient outcome was the infection was being addressed by the hcp and the patient was hospitalized. Information was requested regarding infection from implant timeframe and if it could be undetected this long. On (B)(6) 2017, additional information was received from an hcp via a manufacturer's representative. It was reported that the pump was completed explanted and replaced on (B)(6) 2017. It was indicated that there was no issue with the device and that the patient developed an infection in the abdomen near the pump pocket. The doctor did not want to risk the spread of the infection and thus the pump was explanted and the "terminal end" of the catheter was removed. The pump was replaced in a new location and a new catheter portion was added. It was indicated that it was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. It was stated that the doctor performed labs (note this is conflicting with the previous report from the consumer that the infection was not confirmed and that there was "nothing to culture) at the time of the report the issue was resolved and the patient status was "alive - no injury" (note this is conflicting with the report that surgical intervention occurred). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the eve nt could not be obtained as they were not available to the manufacturer. It was reported that the explanted pump and catheter portion would not be returned as they were discarded. No further complications were reported or anticipated.